Event description:
This patient reported battery switching from one port to the other with an intermittent beep. The patient reported that the events occurred when a battery as connected to power port one (1) of the controller. The equipment was exchanged and returned to heartware for further evaluation.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. A controller and six batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed premature power switching events and a critical battery alarm. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. Analysis of the devices revealed that controller ((B)(4)) and batteries ((B)(4)) met specifications; the devices passed visual inspection and functional testing. Battery ((B)(4)) failed to meet specifications; the device passed visual inspection but failed functional testing due to a faulty cell pair which likely contributed to the reported event. Applicable risk documentation and experience with events of similar circumstances were considered; events with premature power switching of screened batteries are most often attributed to a communication error between the controller and battery. The most likely root cause is a combination of a battery with a faulty cell and a communication error between the controller and batteries. There are no known clinical or user related factors that could have contributed to this event. The manufacturer has initiated an internal investigation to further evaluate this issue. On april 30, 2014, heartware issued a field safety notice (fsca apr2014) and patient letter to physicians; the sites delivered the letter to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Instructions were given in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries and a back-up controller available at all times, beyond the two (2) power sources that are currently connected to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This medical device report was not submitted to the FDA within the timeframe as required by 21 cfr part 803- medical device reporting. This error was discovered during review of complaint files per heartware (B)(4), corporate quality plan- complaint management process, and routine complaint file investigation activities. This is five of seven reports (3007042319-2015-01740, 2015-01741, 2015-01742, 2015-01743, 2015-01744, 2015-01745 and 2015-01746) submitted for devices related to the same event.